Event description:
The pt was admitted to the hosp and underwent an abdominal myomectomy and ovarian cystectomy. During the surgery an upper extremity bair huggar blanket and bair huggar warming system were used. At the conclusion of surgery and upon removal of the blanket, an area of the inner aspect of the pt's left upper arm was noted to have a burn.